Manufacturer narrative:
This report was initially submitted following notification from a customer from great britain of obtaining false negative results when testing a neqas mycobacterium tuberculosis (m. Tuberculosis) sample with the bact/alert® mp (plastic) bottle (reference (B)(4)); no lot number has been provided. The customer confirmed the bottles were assigned negative after forty two (42) days of incubation. Biomérieux initiated an internal investigation which included a review of the data provided by the customer. The customer provided the reflectance curves taken from the bact/alert 3d instrument in regards to mp bottles smjxzdll and smjysrvq, described as follows: -bottle smjysrvq - remained negative up to 42 days. The graph remained flat with no change in reflectance until around 21 days. -bottle smjxzddl - remained negative up to 42 days. The graph remained flat with no change in reflectance until around 28 days. The precise root cause could not be determined based on the information provided by the customer. Based on the review of the growth curves provided by the customer for the two bottles involved, the likely root cause for the false negative results was an inoculation error, bottle preparation error, or non-viable cells introduced into the bottle. The lack of information to could not confirm correct inoculation (i.e. Turbidity) or bottle preparation (i.e. Pink hue in bottle). The growth curves of bottles smjxzdll and smjysrvq lack an inflection point along the x axis, which is present for m. Tuberculosis. Conclusion: the investigation conducted was not able to determine definitive root cause for the false negative mycobacteria tuberculosis results in bact/alert mp. A likely cause for the observation could be due to inoculation process or bottle preparation as the instructions for use inform the customer the following · bottle preparation - successful addition of the antibiotic supplement and reconstitution fluid will be indicated by a pink tint to the medium. The reconstitution fluid contains components that "are necessary to ensure that optimal growth of mycobacteria present in the patient sample is achieved." · test procedure - negative bottles incubated at the maximum test time "should be visually examined for turbidity." If turbid, an acid fast stain and subculture is advised. However, without additional information, the likely cause cannot be confirmed.

Event description:
A customer from great britain notified biomérieux of obtaining false negative results when testing a neqas mycobacterium tuberculosis (m. Tuberculosis) sample with the bact/alert® mp (plastic) bottle (reference 259797); no lot number has been provided. The customer confirmed the bottles were assigned negative after forty two (42) days of incubation. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.